Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause mlc-134-user has low glucose value. Test strip (B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. Customer calling wants to what the lo means on the meter. Customer stated she is not sure what her normal glucose range should be, and that she was told that her results should not be below 70 mg/dl. At the time of the call on (B)(6) 2017, the customer felt well. The customer stated when she obtained the lo result the night before, she was having symptoms of low blood sugar, that she was feeling sick and was sweating. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 196 mg/dl and 179 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: 1:141mg/dl (B)(6) 2017 12:00 pm fasting:no. 2:322mg/dl (B)(6) 2017 12:00 pm fasting :yes. 3:67mg/dl (B)(6) 2017 11:49 pm fasting :yes. 4:lo (B)(6) 2017 09:44 pm fasting: yes. 5:100mg/dl (B)(6) 2017 06:11 pm fasting: yes. Memory concerns: result taken on (B)(6) 2017.